Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the lead's helix was unable to be retracted during implant repositioning attempts. As such, the lead was removed and replaced with another boston scientific product. No adverse patient effects were reported. The lead was later returned for laboratory analysis.